Manufacturer narrative:
Lumenis is closing out this complaint/product investigation, and has initiated CAPA #: (B)(4) to further investigate intermittent versacut handpiece operation.

Manufacturer narrative:
Lumenis contacted the foreign user facility through its foreign subsidiary to investigate the reported event, however no additional information was provided other than the initial report. A lumenis clinical manager, being a person qualified to make a medical judgement, had reasonably concluded that although no serious injury related to the event was reported & no medical intervention was reportedly required to preclude serious injury, the malfunction would likely cause or contribute to serious injury should the malfunction recur. A retrospective review of versacut complaints from the last two years showed that the same malfunction had not led to serious injury. It was reported that the facility's common medical practice is to maintain two working versacut handpieces per procedure, one to be used as a back-up device if necessary. Although it may be common medical practice for the facility and perhaps the foreign country to maintain two working handpieces per procedure, it may not be the same common medical practice for the rest of the world. Although no serious injury related to the event was reported, lumenis is reporting this event as a malfunction likely to cause or contribute to serious injury should the malfunction recur. The device is expected to be returned to the manufacturer for a product investigation. Once a cause for the reported event has been determined, lumenis will file a follow-up MDR.

Event description:
A foreign user facility reported that a doctor experienced intermittent operation of their versacut tissue morcellator while performing a holep procedure. The doctor switched to a second handpiece to continue the operation. No report of serious injury or medical intervention to preclude serious injury was received.